Event description:
It was reported to philips that the system's table side operating module was defective, which can impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.